Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented to clinic for follow up. Devie interrogation revealed loss of capture on the left ventricular (lv) lead. Chest x-ray was performed and revealed the lv lead had dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable.